Manufacturer narrative:
Citation: sinning jm et al. Next generation transcatheter heart valves improve clinical outcomes in patients undergoing transcatheter aortic valve implantation. Presented at european society of cardiology congress on august 30, 2016. Presentation slides attached. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding clinical outcomes of current and next generation transcatheter heart valves. All data were collected from the bonn heart valve registry between 2008 and 2016. The study population included 731 patients (predominantly male, mean age of 81 years), 405 of which were implanted with first generation medtronic corevalve (serial numbers not provided) and 93 of which were implanted with next generation medtronic corevalve evolut r (serial numbers not provided). Among all patients, the number of deaths or their causes was not disclosed. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between medtronic product and the deaths. Adverse events specific tocorevalve were reported as: 17.5% permanent pacemaker, 1.5% coronary obstruction, 6.2% major vascular complication, 9.9% severe paravalvular leak and 3.5% stroke. Adverse events specific to corevalve evolut r were reported as: 14.0% permanent pacemaker, 4.3% severe paravalvular leak, and 1.1% major vascular complications. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.